Event description:
Customer reported that the insulin pump's buttons can't be pressed down. Customer also reported that the insulin pump was cracked and the screen was scratched. Customer reported that the error occurred during bolus. Customer also reported that the insulin may have recently been exposed to sweat. Customer reported that the insulin pump's keypad had been having problems for about two years leading up to the call. Blood glucose level was 172 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.